Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was taken to the hospital. The patient¿s friend noticed that her tandem mobi was not communicating with the g7 sensor, and it showed the sensor failed. She was unconscious when she was taken to the hospital and regained consciousness in the ambulance. The patient and her friend cannot recall how long she was out of active sensor session when her friend found her unconscious. She did not do any finger prick prior and after the failed sensor. The paramedics took a bg reading which was above 20 mg/dl and while being transported to ER, the reading was 45 mg/dl. The patient was treated with intravenous medication and food. They removed the insulin pump from her body including the g7 sensor. The patient was discharged the following day. At the time of the report the patient was fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.